Event description:
It was reported that the autopulse resuscitation system experienced multiple failures, however the failures observed have been intermittent. Customer also indicated that the clips of the lifeband on back of the board were not clipping in and come off very easily. No adverse patient sequelae was reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and confirmed the encoder cover was cracked. A definitive cause for this damage could not be confirmed. During visual inspection, it was also detected that the lifeband will fall off only when the device was flipped over and shaken with a lot of force. Based on this observation, the reported complaint was confirmed. A review of the archive was performed and no significant discrepancies were noted. Functional testing of the platform was performed and no issues were noted. In summary, the reported issue of the lifeband not locking firmly onto the platform was confirmed, however a definitive root cause could not be determined.

Manufacturer narrative:
Zoll circulation has received the product in complaint and a supplemental report will be provided when investigation is completed.